Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by a (B)(4) representative that the customer had high blood glucose levels, so she had her doctor change her basal rates. After that, her blood glucose levels dropped to around 30 mg/dl. The customer then had her doctor change her basal rates again. The customer stated that changing the basal rates back helped resolve the low readings. The customer also mentioned that the infusion set was loose. The customer declined to be transferred to speak with the helpline. Nothing was replaced or returned for analysis.